Event description:
It was reported that the right atrial (ra) lead had dislodged and fallen into the right ventricular (rv) chamber of the heart since implant as confirmed on x-ray and pacing threshold test. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).